Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? None. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the surgeon was creating the anastomosis in the lar using the cdh29p. It was the registrar working at the top end and the consultant surgeon down at the bottom, firing the device. When connecting the anvil to the gun the surgeon felt and heard it click together with no issue. He was able to wind the device down as normal and then once the orange line was in the firing zone and they had waited for the tissue to compress he fired the gun as normal and the green tick illuminated. He opened the gun and felt no resistance and did two full revolutions and may half more and retracted the device. Upon removal of the gun the anvil had detached from the head of the gun so they had to retrieve this by massaging the anvil out of the rectum. The donuts were complete. The loose anvil was retrieved during the case, no further action needed.

Manufacturer narrative:
(B)(4) date sent: (B)(6) 2024 d4: batch #(B)(4) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number (B)(4), and no non-conformances were identified.